Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that during surgery, the tip broke off the clamp during the suturing of the patient. The surgeon reportedly searched in the whole shoulder cavity, but was not able to find the tip of the broken clamp. The surgeon did a wash with serum on site. The surgeon did not find it necessary to make a "radius x". There is no report of patient injury associated with this event.